Manufacturer narrative:
Analysis confirmed that the atrial patient connector was damaged. It was also found that there were defective spots in the lower display, the upper and lower cases were cracked, a knob was missing, and there were corroded screws in the lower case. Additionally, the main printed circuit board (pcb) was out of specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead connector on the external pulse generator (epg) was damaged. The epg has been returned for service. No patient complications have been reported as a result of this event.